Event description:
End user is stating that the head section will not go up, foot section is working, but end user is stating that she smells smoke from the hand pendant.

Manufacturer narrative:
Follow up to be sent if additional information is received